Event description:
The pt was revised due to osteolysis, pitting and discoloration of the insert.

Manufacturer narrative:
The depuy warsaw research fellow examined the device and confirmed the reported observations. Review of the device history records did not reveal any anomalies. The investigation revealed third body debris introduced into the joint space and evidence suggesting device loosening was a contributing factor. No evidence of product contribution was identified. A search of the complaint database did not reveal any similar reports and the need for corrective action is not indicated.